Event description:
Event description guidant received information that this epicardial defibrillation lead became fractured. The physician elected to cap and abandon the patient's entire lead system, and implanted a different tranvenous defibrillation lead. To date, there have been no reported patient symptoms associated with this clinical observation.